Event description:
Customer reported a malfunction alarm with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and after the reset, no malfunction recurred. The customer was advised to continue using the pump and to call back if the issue reappears.